Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that " "both leads have gone bad.  One lead went bad five years ago, and they did something, but I guess it's bad now." Both leads remain in use. No patient complications have been reported as a result of this event.